Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak while using the alinity m instrument serial number (sn) (B)(6). The customer reported liquid leaking outside of the system solutions drawer. The customer noted dark brown liquid dripping slowly from the front right corner of the instrument, forming a stalactite. The leakage reached the floor outside of the footprint of the instrument but did not form a puddle. The customer was wearing personal protective equipment (ppe) and there was no skin contact with the liquid. There was no injury related to the reported leak.